Event description:
It was originally reported on (B)(6) 2013 that the patient started noticing about 3-4 days prior to the report that her symptoms were getting worse. The patient was told to increase stimulation as her body gets used to stimulation. Prior to implant the patient was getting up 5-7 times a night and since implant only 1-2 time, but for the past few days she had been getting up 3 times a night. It was noted over the past 2 months the patient had increased stimulation from 2.8 to 6.0. It was also noted during troubleshooting the patient did not see the lightning bolt indicating the device was on. The patient changed stimulation to program 2 at 3.7 which was comfortable. It was also reported the patient experienced pain when she pushed the ¿blue button to start.¿ two and a half weeks later it was reported that the patient was doing great and got up twice a night, but the night prior to the report had to get up five times. The patient had increased stimulation but experienced discomfort, as if something was ¿sticking her on the side of the groin¿ so she decreased stimulation. The patient stated that the symptoms started two weeks prior to the report. The patient was assisted in switching from program 2 to program 3 and planned to make adjustments as needed. About a month and a half later it was reported that the patient spent the ¿last two or three weeks¿ trying new programs. The patient stated that ¿every time she pressed the start button she was getting an electric shock and found out weeks later that she did not have to do that, she just had to press the sync button.¿ the patient stated that with certain positions she felt like ¿something was poking her¿ at the bottom of her urethra on the right side. The patient stated that if she kept her legs apart and at night she was ¿ok,¿ but if she put her legs together, crossed, or at the gym and raised her right knee up she felt the ¿poking sensation.¿ the patient planned on trying another program.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient ;product ID 3889-28 lot# va05bgg, implanted: 2013-02-04 explanted: product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information reviewed from previous calls indicated patient was feeling sticking sensation depending on their body positions. It was also indicated that patient was not feeling stimulation and was noted that the device was off. Information reviewed indicated patient experienced pain that went from their buttock right down their side. It was indicated that while stimulation was at 6.7 v, patient reported it was hurting with sharp pain and felt like something was sticking their urethra. Additional information received eight months and two weeks from initial report indicated that patient thought last week possible friday from the day of this report which was on (B)(6) 2013 that there was an issue with the programmer not the neurostimulator (ins) it was added that patient thought the neurostimulator maybe off and cannot turn the ins on. It was also added that patient was having symptom return such as going to the bathroom 5 times a night. It was also noted that overall patient was doing well with ins therapy and manufacturer representative had changed program one time and the date was unknown. It was noted that patient was not able to adjust stimulation and there was a display showing "call your doctor" icon with a lot of beeping. It was also indicated that patient was unable to sync like their implant was not on.